Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient felt decreased physical resilience. Follow-up showed the patient's lead had oversensing intermittent exit block with strongly increased impedance. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo and was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the inner and outer insulation of the lead was extrinsically breached due to a tear. The visual summary analysis of the lead indicated stretching. The analyst also noted: distal conductor is distorted in the connector at 1.5cm. Lead is very stretched, insulation torn at various locations(explant damage). Helix returned partly retracted and tissue visible in it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.